Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused during patient therapy and alarmed for an unspecified system error. The patient was receiving an infusion of midazolam at 4mg/hr. The nurse found at the end of the shift that there should be 25.42 ml remaining but the syringe contained 48 ml. There were no errors on the pump, however when the lock box was opened to confirm volume the pump started alarming for an unspecified system error. The patient was sedated and resting comfortably. The infusion was stopped and the remaining 48 ml of midazolam was wasted. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned for evaluation however the history log was available for review. The review was performed by research and development who concluded that the pump alarmed for a plunger stall error, a non-halting system error which occurs when the plunger driver position as read by the plunger position sensor does not match the expected position based on the parameters of the infusion. This error will trigger when the discrepancy reaches 20%. Review of the logs also indicated that the 20% discrepancy (10 ml on a 50 ml infusion) occurred exactly after 2.5 hours with a 4 ml/hr infusion rate, indicating that the system error was behaving as expected. It can also be reasonably concluded that the plunger driver did not move from the start of the infusion. It is unknown why the plunger stall error occurred as the device was not provided for investigation. Should additional relevant information become available, a supplemental report will be submitted.